Event description:
This device was explanted due to twiddler's syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 4 months and 31 charging cycles were recorded to the device memory. The memory content of the device was inspected. The available iegms showed very small and partially absent signals in all sensing channels since february, 2nd 2014. Therefore the sensing functions of the device were tested. The device sensed all attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed flawless device behaviour while the device was implanted and in service. There was no indication of a material or manufacturing problem.